Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at 7pm on (B)(6) 2014. At this time the patient obtained blood glucose results of ¿27, 33, 32, 42 and 39mg/dl¿ on the subject meter. The patient manages their diabetes with insulin pump therapy, and it is not known if any changes had been made to their diabetes management routine prior to the alleged inaccuracy. The patient experienced ¿stomach aches¿ and felt ¿dizzy¿ immediately after the alleged inaccuracy began, and as a result ate more food/drink between 7-9pm in order to make themselves feel better. At 9pm the patient measured their blood glucose on the subject meter and obtained a reading of ¿433mg/dl¿, and they also measured their blood glucose on an accuchek meter, obtaining a result of ¿403mg/dl¿. The following morning, on (B)(6) 2014, at 7am the patient received 12 units of an unknown type of insulin from a non-healthcare professional. It is not known if the patient obtained a blood glucose reading on the subject meter at this point. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. A control solution test was performed and the result did not fall within the acceptable control solution range. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/15/2014). The patient¿s meter has been returned on 11/11/2014 and evaluated by lifescan product analysis on 12/5/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.